Event description:
It was reported that a lead dislodgement of this right ventricular (rv) lead was suspected and later confirmed via x ray. It was noted that the patient was a twiddler. The lead was surgically repositioned. Then it was questioned if there was loss of rv capture. The patient was not rv pacemaker dependent and there was no asystole greater than two seconds. During a check of the patient since that time indicated there were no further issues. No additional adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that a lead dislodgement of this right ventricular (rv) lead was suspected and later confirmed via x ray. It was noted that the patient was a twiddler. The lead was surgically repositioned. Then it was questioned if there was loss of rv capture. The patient was not rv pacemaker dependent and there was no asystole greater than two seconds. During a check of the patient since that time indicated there were no further issues. No additional adverse patient effects were reported. The lead remains in service. Additional information was received and this rv lead has been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The rv lead remains in service.

Event description:
It was reported that a lead dislodgement of this right ventricular (rv) lead was suspected and later confirmed via x ray. It was noted that the patient was a twiddler. The lead was surgically repositioned. Then it was questioned if there was loss of rv capture. The patient was not rv pacemaker dependent and there was no asystole greater than two seconds. During a check of the patient since that time indicated there were no further issues. No additional adverse patient effects were reported. The lead remains in service. Additional information was received and the patient with the right atrial (ra) lead had exhibited syncope, abnormal liver function and blood tests, and atrio ventricular disassociation, the ra lead was found to be dislodged, and was explanted and successfully replaced. The rv lead remains in service. No additional adverse patient effects were reported.